Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter and the valve dislodged towards the aorta. Prior to dislodgement, the depth was 3-4 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc) with each deployment attempt. The valve dislodged to a depth of -3 mm on the ncc and lcc. A medtronic guidewire was used.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with an 18-millimeter (mm) non-medtronic balloon due to the patient having a bicuspid aortic valve. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then deployed to 80% and subsequently recaptured three times due to valve embolizing as it was being deployed. After the third recapture, the dcs and valve were removed from the patient's body. The physician then decided to implant a non-medtronic (edwards) transcatheter valve. Per the physician, the patient's bicuspid aortic valve contributed to the valve dislodgement. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial:(B)(6); product type: 0195-heart valves; implant date: n/a ; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.